Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer storage space had failed. Attempted to recover and restart it twice, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer replaced defective matrix drawer 6 controller on main and reconfigured; tested successfully in hardware test application (hta) and application; case closed. The system functioned as intended after the field service engineer repaired the device.